Event description:
The device was not returned to the MFR. It was reported that the ats 750 was involved in an incident where there was unexpected bleeding. The ats 750 is designed to maintain the set pressure, even in the event of a device malfunction. Clinical f/u indicated the device maintained pressure. The likely occurrence was the cuff moved from its original position, causing the loud "click" or pop" reported during clinical f/u, and as the device sensed a momentary drop in pressure from the cuff movement, re-inflated the cuff to the set pressure. This would account for the "flashing numbers" also indicated in clinical f/u as the device increased the pressure. The ats 750 is designed to audibly alarm if the pressure moves outside 15mmhg of the set point. According to the customer the device did not audibly alarm. It appears as though the device operated as designed, with no malfunction occurring.

Manufacturer narrative:
The device was not returned to the MFR for eval. The svc records indicate that the device has not been in for svc since purchased in 2003. The ats 750 is designed to maintain the set pressure even in the event of a device malfunction. Clinical f/u indicated the device maintained pressure. The likely occurrence was the cuff moved from its original position, causing the loud "click" or pop", and as the device sensed a momentary drop in pressure from the cuff movement, re-inflated the cuff to the set pressure. This would account for the flashing "numbers" indicated in clinical f/u as the device increased the pressure. The ats 750 is designed to audibly alarm if the pressure moves outside 15mmhg of the set point. According to the customer the device did not audibly alarm. It appears as though the device operated as designed, with no malfunction occurring. Without the device being returned for eval, the cause of the reported complaint is unk.